Event description:
On (B)(6) 2010, the pt had an ams spectra concealable penile prosthesis implanted. On (B)(6)2010, this device was removed due to glans necrosis, it was stated that the "glans debrided, device removed." The device was disposed of after the operation by the customer's pathology dept.